Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the patient presented in-hospital after receiving inappropriate therapy due to noise. Externalized conductors were noted via fluoroscopy. Lead to be revised.

Event description:
It was reported that at follow-up capture threshold had increased. Patient to be monitored.